Event description:
Device malfunction: mislocation. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician, in training in the use of the starclose device, attempted arteriotomy closure of a common femoral artery following a diagnostic procedure. After the closure clip was deployed and the device was removed, it was noted that the clip was stuck on the end of the device, and the vessel locator wings were still open. Hemostasis was achieved by manual compression and there were no adverse patient effects reported. No additional information is available.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.